Manufacturer narrative:
The investigation has determined that lower than expected vitros tsh results were obtained from a non-vitros biorad quality control (qc) fluid using two lots of vitros thyroid stimulating hormone (tsh) reagent on a vitros eciq immunodiagnostic system. The most likely cause of the lower than expected vitros tsh results is an instrument issue caused by microwell incubator contamination. An instrument issue was first observed by the customer when a vitros tsh precision test failed. A field engineer (fe) observed contamination within the microwell incubator and conducted cleaning procedures. The fe also replaced signal reagent (sr) probes, sr tips and the aspirate filter, and performed all necessary adjustments. Following fe actions, post-service precision test results confirmed that service actions had returned the instrument to expected operation. A vitros tsh reagent issue is not a likely contributor to the event as qc results following service actions indicated acceptable vitros tsh performance. In addition, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh lot 5850 or vitros tsh lot 5825.

Event description:
A customer reported lower than expected vitros tsh results obtained from a non-vitros biorad quality control (qc) fluid using vitros thyroid stimulating hormone (tsh) reagent on a vitros eciq immunodiagnostic system. Biorad lot 40950 l1, vitros tsh lot 5850, result of 0.410 miu/l versus the expected result of 0.753 miu/l. Biorad lot 40950 l1, vitros tsh lot 5825, result of 0.361 miu/l versus the expected result of 0.753 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tsh results were attained from a qc fluid. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).